Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported the unit alarmed to an over voltage protection circuit failed. There was no patient involvement. The manufacturer's international service technician advised to replace the printed circuit board assembly. The printed circuit board assembly was replaced and the issue resolved.